Event description:
It was reported that one day post implant, the ventricular lead exhibited intermittent loss of capture. The lead was capped and replaced on (B)(6) 2014. The patient was stable after the procedure and at the post-operative examination the following day.